Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit was disassembled/reassembled and seals were checked and lubricated. The unit was returned to service.

Event description:
The hospital reported the unit leaked in manual mode. The unit was leaking 5lpm. There was no report of patient involvement.